Event description:
It was reported that the customer had a button error alarm on her insulin pump. The customer's blood glucose level was 67 mg/dl. Insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored with a test keypad and no frozen display was noted. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly during the visual inspection. The insulin pump had intermittent button response due to corrosion on the keypad traces. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corners, minor scratches on the display window, cracks on the battery tube threads, cracks on the reservoir tube lip, cracked reservoir tube window, scratched reservoir tube window, and a cracked reservoir tube.